Event description:
Device was reading normoglycemic or hypoglycemic status when in fact status was hyperglycemic. It read 111 mg/dl but bloodtest showed 200 mg/dl. This has happened many times before and since the date above. The test was done with fasting blood glucose. The differences in readings range from 46 to 89 mg/dl. This creates loss of confidence in the usefulness of the device in managing my diabetes. It also seems to a case of false advertising because the manufacturer continues to claim "no more fingersticks". The negative impact is multifaceted considering its high cost and wrong or unreliable data. Patients like me would like the device to help us to manage a disease. FDA safety report ID# (B)(4).